Event description:
The reporter contacted animas on (B)(6) 2013 and stated the pump did not alarm with audio tone for the low bg alarm. The reporter stated the pump vibrated to alert the user. The reporter noted the pump alarm settings were set to high. The reporter stated the audio tones functioned appropriately for other alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings:. The reported audio tone issue was unable to be duplicated during investiation. All auditory alarm settings were set to ¿high¿ setting and tested. No issues found. Unrelated to the complaint, the bolus button was not responding to button presses. The bolus button cover was removed and the internal plug was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.